Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The "severe" target lesion was proximal in the saphenous vein graft (svg) to the obtuse marginal (om) coronary artery. The lesion had been predilated with a 3.5x12mm maverick balloon. The physician attempted to advance the 4.5x20mm taxus express2 drug eluting stent (des), but was unable to cross the target lesion. The physician removed the device, changed the guide catheters for better support, and was attempting to reintroduce the stent when it was noticed that the proximal stent struts appeared bent. The procedure was completed with another 4.5x20mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good."